Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the avea ventilator experienced low fi02. The customer confirmed that there is no patient involvement on the associated event.

Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The technician was able to duplicate the reported problem. This is an isolated to faulty o2 blender p/n 16594 s/n (B)(6) rev. F inaccurate delivery of fio2. This was a known issue addressed in CAPA- ca-2014-0486, eco 82961 with rev g. Root cause category: c3.